Event description:
Information was received that a smiths medical cadd legacy was displaying a disposable message. The pump works for four hours but then alarms again. Patient then switched to back up pump without any patient injury resulting.